Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse replaced the power management pcb. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for use. The following was performed by sr service technician of the maquet failure analysis and testing (fat) department wayne, nj. The failure analysis and testing dept. Received part power management board serial number with a reported unit failure of unit is not charging the batteries while plugged in. The failure analysis and testing dept. Performed a visual inspection of the part received power management board and found that q27 has burned out. Due to this damage. This part cannot be investigated any further by fat department. The failure analysis and testing department verified the root cause of the malfunctioning of power management pcba. Sending the board to the supplier for further investigation per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. Failure analysis received from the supplier for the part. They stated: perform visual check. Result: found component damaged/crack at location q27. Root cause for this part is the damaged q27. Retaining the part in the failure analysis and testing department per procedure. Root causes: rc1 ¿ there is no surge protection in the interface between the charging circuitry and the batteries installed in the power slots of the unit. Rc2 ¿ the tantalum capacitors used on the power management board are not within the capacitor manufacturer¿s (vishay) de-rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not charging while plugged in. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.